Manufacturer narrative:
Concomitant medical products: 5086mri45, lead, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two weeks post implant the right ventricular (rv) lead has became dislodged. The rv lead remains in u se. No patient complications have been reported as a result of this event.